Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The procedure was completed as planned with no delays and the patient was discharged. The patient went to the emergency room after discharge and was found to have 10-15% pneumothorax. A chest tube was placed to resolve the issue. Further details were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.